Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited inconsistent r-waves when connected to the device and the analyzer. The lead exhibited diminished sensing when connected to the device. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.